Event description:
It was reported that the customer's insulin pump was not providing an option to rewind. The customer stated that the piston on the pump would go forward and would not stop. The customer's blood glucose was 165 mg/dl. Troubleshooting was done. The customer stated that he received a compromised force sensor system alarm. Explained a possible cause of the alarm would be that during seating, the force sensor did not detect the reservoir. Advised customer that the insulin pump needed to be replaced and that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during prime test at due to faulty force sensor resistor. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.